Event description:
It was reported an over infusion of fentanyl. The volume to be infused (vtbi) was 100 ml titrated at 2.5 ml/hr. The volume concentration was 10mcg/ml. The ICU nursing manager manually calculated drip rate that, "it was running at 100mcg/hr so 10ml/hr, drip factor calculated at 2.5 ggts/min. When counted manually for 4 mins, averaged 3.5 gtts/min." This was a routine order programmed manually using the guardrail library. Vancomycin 1.25gm/ns250ml was running concurrently and infused 100ml in seven hours. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-31710 is a concomitant. Please refer to manufacturer report number 2016493-2024-31649, which captured the correct suspect device per investigation report.

Event description:
It was reported an over infusion of fentanyl. The volume to be infused (vtbi) was 100 ml titrated at 2.5 ml/hr. The volume concentration was 10mcg/ml. The ICU nursing manager manually calculated drip rate that, "it was running at 100mcg/hr so 10ml/hr, drip factor calculated at 2.5 ggts/min. When counted manually for 4 mins, averaged 3.5 gtts/min." This was a routine order programmed manually using the guardrail library. Vancomycin 1.25gm/ns250ml was running concurrently and infused 100ml in seven hours. There was patient involvement but no harm.